Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: no anomalies found; full lead analyzed.

Event description:
Cardiac tamponade was reported. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.